Manufacturer narrative:
The event of wound dehiscence and bacterial infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, bacterial infection.

Event description:
Healthcare professional reported "inframammary fold wound dehiscence". Additional event of abscess fluid collected diagnosed as peptostreptococcus. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "peptostreptococcus abscess". Later healthcare professional reported "fluid under breast " and "infected seroma". Later healthcare professional reported "breast incision dehiscence". Later patient reported "noticing fluid under breast and was just placing gauze on it". This record is for the left side. Device was explanted and replaced.